Manufacturer narrative:
Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.115.751s, lot: 3l62126, manufacturing site: (B)(4), release to warehouse date: march 19, 2019, expiry date: march 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery with va-lcp volar rim distal radius plate in question. External fixation was applied for a week after the surgery. The patient started rehabilitation about 10 days after the surgery. On (B)(6), when the patient visited the hospital, the doctor found that the plate had been broken between its distal holes and shaft part. On (B)(6), the patient underwent reoperation in which the plate was replaced with a plate (product of other company) and the head of ulna was rejected because the bone had been shortened because of the plate breakage. The patient didn¿t feel pain or discomfort due to the breakage. She said she had applied no load on the upper limb. She was hospitalized for the reoperation day only and will be under external fixation for 3 to 4 weeks. She is a (B)(6)-year-old woman. The surgeon commented that the plate might be under excessive load because the case was severe comminuted fracture, and he should have set a longer external fixation period. Concomitant device reported: unk - screws: trauma (part# unknown, lot# unknown, quantity# unknown). Device report from synthes reports an event in country as follows: (B)(6). This is report 1 for 1 (B)(4).